Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon removal, the stent struts on the proximal end got deformed. The procedure was completed with another 4.00 x 12 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was okay.